Event description:
The customer called and reported, she did not have any insulin when she went to a theme park. Her blood glucose went high as a result, and she went to the emergency room with blood glucose of 387 mg/dl. The customer was also dehydrated. She was treated with saline and insulin. The customer had been off of her insulin pump since that morning. Customer declined to troubleshoot with the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2015-22235 regarding this event.